Event description:
It was reported that a stryker smoke pencil was used during the procedure, causing a burn on the patient. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".